Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed external wetness on the insulin cartridge after removing it, consistent with a cartridge leak and improper connection sequence; insulin delivery had been interrupted due to a depleted pump battery earlier in the day, and the user used subcutaneous insulin by pen as back-up before completing a guided supply change that restored delivery. Symptoms included hyperglycemia with readings over 400 mg/dl, without loss of consciousness or other acute adverse effects reported. Outcomes included temporary interruption of insulin delivery and the need for back-up insulin by injection. Investigation included review of device alerts and stepwise troubleshooting and education regarding proper cartridge insertion and connector attachment. Investigation of this case revealed leakage external to the cartridge and that the user attached the connector to the cartridge outside the pump prior to insertion, which is consistent with use error affecting the cartridge and fluid path. It was concluded, based on previously established findings for similar reports, that the cause was user technique during supply change.